Event description:
The advocate stated his friend had received blood glucose readings of 115, 110, 134 mg/dl from his contour meter but he was feeling very ill so an ambulance was called. An hour later ambulance personnel ran a blood test on the customer and the reading was 490 mg/dl. The customer was taken to the hosp but further info regarding the event was not provided. The test strips are to be returned for eval. Replacement strips and a new meter were sent to the customer.

Manufacturer narrative:
The initial reporter phone and address were not provided.